Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch will be submitted upon the completion of this activity.

Event description:
A user facility reported that a blood leak occurred within a non-fresenius dialyzer towards the end of a patient's hemodialysis (hd) treatment. No audible or visual blood leak alarm was generated by the 2008k2 hd machine prior to the staff observing the internal dialyzer blood leak. A hemastix was used to confirm whether blood was present within the dialysate; the test strip returned a positive result. The treatment was discontinued. The blood within the extracorporeal circuit was not returned to the patient. Therefore, the patient's estimated blood loss (ebl) was noted as being approximately 300ml. The patient received 200ml of normal saline as replacement volume for asymptomatic hypotension. Follow-up revealed that the patient¿s baseline is typically hypotensive and the saline replacement was given in an overabundance of caution. The patient was re-setup with a new dialyzer and bloodline, and then the hd treatment was continued and successfully completed with no further issues being reported. The patient was discharged home without any adverse effects. No other medical intervention was required and the patient continues to undergo hd treatments. Following the event, the unit was removed from service for evaluation. Functional testing performed by the biomed confirmed the system was operating properly. No machine malfunctions were identified and no deficiencies were noted. The unit has been returned to service at the user facility without a recurrence of the issue.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Follow-up was provided by the user facility which revealed that the unit was removed from service for evaluation following the event. Functional testing performed by the biomed confirmed the system was operating properly. No machine malfunctions were identified and no deficiencies were noted. The unit has been returned to service at the user facility without a recurrence of the issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the material, and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.